Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femur pin tip broke when removing from femur. Pka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that bone pin broke during the pka procedure. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/ CAPA database indicated there have been an ncs (B)(4) and CAPA (B)(4) are associated with the product and failure mode reported in this event.

Event description:
Femur pin tip broke when removing from femur. Pka procedure.